Event description:
It was reported that a clearlink system extension set leaked when the tubing separated from the y-site. This was observed when running fluids through the line prior to setting up to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 04/01/2025 and 04/02/2025. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo and returned sample observed a separation between the tubing and y-site clearlink at downstream part. The reported condition was verified. The cause of the condition was determined to be a lack of solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.